Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had solid flashing display. The customer¿s blood glucose level was unknown at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will not be returned for analysis.